Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas (B)(4) hub detached before use. This occurred on 4 occasions. The following information was provided by the initial reporter: a hub detached when removing the shield.

Manufacturer narrative:
H.6 investigation summary : on 26 mar 2020, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with a gap between the needle assembly and the roof of the barrel. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Capa1122103 has been opened to address this issue. " unable to perform DHR check for needle hub separates due to unknown lot number.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached before use. This occurred on 4 occasions. The following information was provided by the initial reporter: a hub detached when removing the shield.